Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual evaluation of the returned product identified that the outer sterile barrier tyvek has been opened and there is hair-like debris on top of inner sterile pack tyvek lid. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a hair was found in the inter sterile package before it made it to the back table. A new product was opened and used to complete the surgery. No patient related adverse event was reported. Attempts have been made and no additional information is available.